Manufacturer narrative:
The reported high impedance was not confirmed. The lead was returned in fair condition. The outer tubing was breached and appeared consistent with explant damage. No anomalies or damage that would contribute to the issue. The lead passed continuity, isolation and resistance testing on all channels. No physical or functional anomaly that would contribute to the reported issue was observed. The root cause of the reported high impedance could not be determined.

Event description:
Additional information received indicates that the correct model for the lead is mn20450-50a.

Manufacturer narrative:
Per the additional information received d1 and d4 model number were corrected.

Manufacturer narrative:
The UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22390, related manufacturer reference number: 1627487-2020-22391. It was reported that during a lead revision procedure for right l5 lead (manufacturer's reference number: 1627487-2020-21975 and 1627487-2020-21976) the lead could not be extracted from the ipg header. Troubleshooting was unable to resolve the issue. Considerable force has had to be used to pull out the electrode. As a result, a piece broke off from the electrode and remained in the header. Additionally, the scar tissue connecting the crossing point of left- and right-sided leads prevented the removal of the right lead. As such, both the leads and ipg were explanted to address the issue. Patient received a new scs system.